Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilators parapac plus, exhibited no peep functionality. The reported information does not indicate any medical intervention was required. No clinical consequences to patient as reported.

Manufacturer narrative:
One ventilator received for evaluation. Upon visual inspection, device was found to be in good physical condition. When perfoming initial check of peep, it was noted the needle should have been between 0 and 2. However, it was reading 8 cmh20. This confirms the reported customer complaint. Device was adjusted and tested. As a result, it has passed all functional testing. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.